Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and 24 mm watchman laa closure device & delivery system were used. The closure device was deployed and met release criteria with three tugs to check the anchor, so it was released. A few minutes after release, the physician checked for an effusion and noticed a small pericardial effusion. They monitored the patient for about 5-10 minutes and decided to perform a pericardiocentesis where 350 cc of blood was drained. The patient remained stable and was monitored overnight with the drain in place. A repeat transesophageal echocardiogram (tee) was scheduled for the following day and if the patient was stable, they would be discharged from the hospital.